Manufacturer narrative:
Batch review performed on 13 july 2021: lot 1811450: (B)(4) items manufactured and released on 29-mar-2019. Expiration date: 2024-03-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
4 days after primary surgery the inlay was revised because of a supposed early low grade infect.